Event description:
The asymptomatic patient was brought into clinic after receiving a percent biv pacing alert via a merlin.net transmission. Noise was noted on the lead. Slight variability in serial in-clinic pacing lead impedance measurements were noted. No anomalies were seen via x-ray. The lead was capped and replaced.